Manufacturer narrative:
A lead revision procedure was scheduled to be performed. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this right ventricular (rv) lead had exhibited exit block. The lead had dislodged. No patient symptoms were reported.